Manufacturer narrative:
The hospital declined to return the explanted system. The physician stated the patient's infection was likely caused by the patient not following post-implant instructions. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced an infection at the cls implant site. The physician stated the patient's infection was likely caused by the patient not following post-implant instructions. The scs system was explanted.